Event description:
Intraaortic balloon pump iabp failed, read alarm maintenance fail. Pump turned off then back on, read alarm electrical failure code #53. Exchanged pump with another iabp. Pt able to maintain blood pressure while troubleshooting pump.